Event description:
It was reported that during an angioplasty treatment procedure, the guide wire became knotted and there was difficulty removing the device. Access was obtained via a contralateral approach. The target lesion being treated was located below the knee in the tibial artery. A 300cm v-14 control wireguide wire was advanced to the lesion and had difficulty crossing. A non-bsc balloon catheter was being advanced over the v-14 wire when it was noticed via angiography that the guide wire appeared knotted. There was difficulty removing the guide wire, so the guide wire and balloon were removed together. The procedure was completed with another of the same guide wire and a different balloon catheter. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during an angioplasty treatment procedure the guide wire became knotted and there was difficulty removing the device. Access was obtained via a contralateral approach. The target lesion being treated was located below the knee in the tibial artery. A 300cm v-14 controlwire guide wire was advanced to the lesion and had difficulty crossing. A non-bsc balloon catheter was being advanced over the v-14 wire when it was noticed via angiography that the guide wire appeared knotted. There was difficulty removing the guide wire, so the guide wire and balloon were removed together. The procedure was completed with another of the same guide wire and a different balloon catheter. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: visual inspection was performed. Device presents the distal tip severly damaged. It presents peeling at 0.6 cm from the distal tip, approximately 0.3 cm of the core wire is peeled, also it presents several bends along the distal end (last 3 cm of the wire). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).